Event description:
It was reported that post-sensed t-wave oversensing was observed during a previous follow up. The patient did not receive inappropriate therapy, but device did charge up for therapy and abort the charge afterwards. The device was reprogrammed, and patient has not had any more episodes of t-wave oversensing since then. It was recommended to reprogram the device, as the device can potentially deliver inappropriate therapy for consistent t-wave oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.